Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose level was 599 mg/dl at the time of the incident. The customer reported that she woke up with high blood glucose level and hence took injection and woke up again with blood glucose level in 300¿s mg/dl and again she gave her injection and went to work and then her blood glucose level was 52 mg/dl. The customer¿s current blood glucose level was 305 mg/dl. The customer had symptoms of dry mouth, headache and felt like she got hit by a truck and now have headache and feeling tired. Troubleshoot was performed. Customer declined to perform hp test. Product will not be returned for analysis.